Event description:
On the evening of 7/27/96, at about 8:05 pm, resident was heard moaning in her room. When nursing staff entered, they found her sitting on the floor, near the bathroom. Her pt monitoring system was in place and was alarming, but the nursing staff was not aware that the alarm was sounding until they opened the door to enter her room.